Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was 214 mg/dl. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting. Customer acknowledged. In addition, it was reported that the customer needed to press the wake button multiple times before the pump screen turned on. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
(In addition to the initial information). The failure investigation has been completed. Based on the analysis, the alleged wake button issue could not be verified. Additionally, pump was not recognized due to contamination to the pins within the usb port.

Event description:
It was reported that the pump was not recognized by the t:connect uploader. This event is being reported based on the evaluation of the returned device. During evaluation, it was found that there was contamination to the pins within the usb port which caused a usb communication issue. There was no reported adverse impact to the customer.